Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: additional cut was performed to open the jaw. There was no bleeding nor damage on tissue due to the issue. The patient is stable after the operation. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an ileal conduit, the firing stopped at 2nd stroke of 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.